Event description:
It was reported that since the implant the patient¿s implantable neurostimulator (ins) moved around. The patient didn¿t think it was put in right because sometimes when they leaned back the ins was poking out and was painful. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received reported that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer's representative. An appointment of (B)(6) 2014 was noted. Additional follow up information received on (B)(6) 2014 reported that the manufacturer's representative had seen the patient and noted that all impedances were good. The representative performed reprogramming and education with the patient. It was reported that the patient seemed to be better after the visit. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).